Event description:
On june 25, 2008, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch ultra meter is giving an "apply sample" message. On july 8, 2008, this medical affairs specialist contacted the pt to obtain more info. The pt tests her blood glucose twice per day and sometimes more if she feels that her blood glucose is relatively low. The pt takes a set amount of insulin twice per day (30 units of n and 2 units of r). In addition to insulin, the pt takes oral diabetes medication (unspecified). The reported issue first occurred on the morning of the day prior to original date. The pt was not able to test her blood glucose until she contacted lfs on original date. On the same day, the pt woke up at 7am and ate breakfast as usual. At 11am, the pt reportedly developed symptoms described as "shaky and dizzy." The reporter contacted lifescan soon after for technical assistance. The pt ate candy while she was on the line with lfs and drank soda soon after troubleshooting. The pt reportedly felt better soon after. The pt did not test on any other device at the time of concern. The pt indicated that she felt she could have prevented her low symptoms on the day of concern if her blood glucose meter was working that day. Reportedly, the pt will be going to the doctor's office to get her insulin adjusted because the pt has been taking her regular insulin dose and getting frequent hypoglycemic episodes. The pt indicated that the lfs meter readings correlates with her low symptoms that she has been getting. During troubleshooting, the reported issue was resolved with training. It was noted that the pt did not have the correct testing technique. This complaint is being reported because the pt had symptoms that can be suggestive of severe hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.